Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 53 mg/dl at the time of incident. Customer¿s current blood glucose was 56 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
No device problem found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).